Event description:
It is reported that when account opened the monomer, the packaging was ripped.

Manufacturer narrative:
Evaluation summary: the complaint was investigated at heraeus-kulzer. When the printing changed from printing the label to printing medical paper, the medical paper itself was not changed. The seal of the medical paper to the plastic container is complete and there is no compromise in sterility. Medical paper always has a certain tendency to rip if it is not torn straight. It also has a tendency to rip if the blister pack is held on the peel side when trying to open the paper. This handling compromises sterility of the blister and increases the possibility of the ampoule to fall and break. We therefore strongly recommend opening the blister pack holding the blister underneath in the open hand and not the lid. Even when assuming that remains of the paper stay on the seal it is possible to pass the vial to the nurse for opening maintaining sterility. The crucial part is that the blister be sealed correctly and the ampoule pack be held from underneath avoiding touching the surface above. As the contents of the ampoule are sterile, it is possible to mix the bone cement maintaining sterility. Future shipments of palacos bone cement will be labeled over with a label bearing the same info as the print underneath. Device history records indicate all components were manufactured and inspected to specification.